Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) spontaneously discharged a patient without user intervention. According to the customer, when the doctor went to look at patient waveforms, the patient was not being monitored in the cns sector, so the nursing staff had to re-admit the patient again. Per the customer, the cns must have discharged the patient on its own. No patient harm or injury was reported. Investigation summary: the logs were provided for review, but nothing was found in the logs that could determine what the root cause of the issue could be, as the issue is user dependent. Because there was no adt operation in the cns logs provided, it is thought that the discharge may have come from an adt command in the connected systems such as the network or hl7. Nihon kohden was unable to determine a definitive root cause. The device was not returned for evaluation, and there is not enough information available. However, based on the reported information, and a review of similar complaints, which occurred at the same facility, the system was currently working normally, as no further issues have been reported in relation to this specific issue, since (B)(6) 2021. Based on the available information, it is possible that the issue was due to a user related error, (perhaps the transfer-change function was not executed properly, or a connected device was ungracefully shutdown), or an intermittent network connectivity and/or software related issue occurred. Despite our attempts to obtain patient information, no further details were reported. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) spontaneously discharged a patient without user intervention. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) automatically discharged a patient without user involved in the process. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) automatically discharged a patient without user involved in the process. According to the customer, when the doctor went to look at patient waveforms, the patient was not being monitored in the cns sector so the nursing staff had to re-admit the patient again. Per the customer, the cns must have discharged the patient on its own. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.